Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent reconstrainment failure occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified vein in the upper arm. An 8x38x75/ iliac 6f wallstent¿ rp endoprosthesis was advanced to treat the lesion. However, during deployment, it was noted that the stent did not fully deploy and was still attached to the catheter. When the device was removed, the stent was not constrained. The stent and catheter were completely removed outside the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.